Event description:
On 12/12/1998, the account reported "low" hematology results to pt's physician and an endoscopy was performed. Specific complete blood count results were not provided by the account. According to the account, the specimen had been diluted by the cd3500, generating the "low" results. The endoscopy did not reveal any bleeding. No further information provided.